Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed the battery voltage under telemetry was 2.55v and the daily measurement via the device was 2.92v. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Steady increase in atrial lead impedance, going from approximately 650 ohms during the week of (B)(4) 2009, up to approximately 2300 ohms during the week of (B)(4) 2010. On (B)(4) 2010, the telemetered battery voltage was 1.71 v, while the daily battery voltage trend measurement was 2.78 v.

Event description:
It was reported that device interrogation showed a low battery voltage measurement, 2.55 volts, which is lower than eri level. However, device data via save-to-disk did not show the device was at eri (elective replacement indicator) status; the battery voltage was 2.9 volts. It was further reported that the atrial lead threshold increased and that there was high impedance of 2200 ohms. The patient complained of small shocks in the pectoral area around the device. The device battery voltage measured 2.43 v and 1.71 v, but review of device data showed a range of 2.78-2.82 v over the past two weeks. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that device interrogation showed a low battery voltage measurement, 2.55 volts, which is lower than eri level. However, device data via save-to-disk did not show the device was at eri (elective replacement indicator) status; the battery voltage was 2.9 volts. It was further reported that the atrial lead threshold increased and that there was high impedance of 2200 ohms. The patient complained of small shocks in the pectoral area around the device. The device battery voltage measured 2.43 v and 1.71 v, but review of device data showed a range of 2.78-2.82 v over the past two weeks. The device and lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that there was early battery depletion. The device was explanted and replaced. It was also reported that the atrial lead had sensing difficulty, increasing thresholds, and high impedance greater than 3000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed the battery voltage under telemetry was 2.55v and the daily measurement via the device was 2.92v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. It showed the battery voltage under telemetry was 2.55v and the daily measurement via the device was 2.92v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. (B)(4): we did receive performance data collected from the device and have analyzed the data. Steady increase in atrial lead impedance, going from approximately 650 ohms during the week of (B)(6) 2009, up to approximately 2300 ohms during the week of (B)(6) 2010. On (B)(6) 2010, the telemetered battery voltage was 1.71 v, while the daily battery voltage trend measurement was 2.78 v. Upon analysis, no anomalies found, however, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; distal segment returned and analyzed.

Event description:
It was reported that device interrogation showed a low battery voltage measurement, 2.55 volts, which is lower than eri level. However, device data via save-to-disk did not show the device was at eri (elective replacement indicator) status; the battery voltage was 2.9 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed the battery voltage under telemetry was 2.55v and the daily measurement via the device was 2.92v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.